Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci assisted liver resection surgical procedure, the harmonic ace instrument had a detached teflon pad. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.